Event description:
During an implant procedure, the lead could not be advanced into the header of the device. The device was explanted and a new device was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of could not advance the lead pin fully into the header was not confirmed. Analysis revealed no lead insertion problems found. Is-1 leads fully inserted into the a- and v-connectors. All lead insertion tests and connector bore tests passed and were in specification. Device is found normal.